Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion breaching the optim sheath was noted at 31.5 - 32.2 cm from the distal tip consistent with lead friction to another device or feature of the heart. The silicone insulation underneath was found normal.

Event description:
This report is to advise of an event observed during analysis.